Manufacturer narrative:
Corrected data: in the initial MDR catalog number was entered as unknown. However a partial catalog number is known zxr00. Additional information: device available for evaluation?: yes, returned to manufacturer on 07/25/2017. Device returned to manufacturer?: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: a manufacturing record review could not be conducted as the serial number of the device was not provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: date of event: unknown date of onset of symptoms was not provided. Serial number: unknown, not provided. Expiration date: unknown, as the serial number of the device was not provided. Catalog number: unknown, as the serial number of the device was not provided. The UDI# (01)(21)unknown was listed, since serial number of the device was not provided. Device manufacture date: unknown, as the serial number of the device was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that a patient presented with refractive surprise post implant of a zxr00 intraocular lens (iol). Post implant the patient is about -3 diopters off. Surgeon rechecked all of the measurements and the iol sticker and could not determine the cause. He plans to exchange the lens. In a later communication it was learned the lens was explanted on (B)(6) 2017 from a female patient¿s right eye and replaced with another zxr00 lens, 23.5 diopter. There was no capsule tear, vitrectomy or incision enlargement at explant. The lens was explanted due to refractive error / visual disturbance. The patient was reported in good condition post exchange.